Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer has been hospitalized or a month due to low blood glucose, with unknown blood glucose levels at the time of the incident. The caller was inquiring why no one went to assist the customer to change their pump settings. The customer experienced symptoms such as inability to breathe. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed due to privacy law restrictions. The caller threatened legal action. The insulin pump will not be returned for analysis.